Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced an increase tricuspid regurgitation. The right ventricular (rv) lead exhibited high thresholds and helix was entangled with human tissue (chordae of the tricuspid valve). A variable type catheter and snare were inserted from the groin region, and then the lead was collected. The rv lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.